Event description:
A facility reporter a pt was implanted with an intraocular lens (iol) and had an unexpected outcome. The pt's cylinder did not change as expected. The pt was reported to be happy with their outcome. The iol remains implanted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot. Add'l info was requested on 03/04/2008 by phone and on 03/07/2008 by mail and by fax. Add'l info was received on 03/19/2008.